Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit was communicated properly with minilink transmitter sensor using the glucose sensor simulator and one touch ultralink blood glucose meter. The sensor readings were accuracy and the radio frequency communication functioned properly. The unit had minor scratched lcd window.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 497 mg/dl, which the customer treated, and the sensor glucose reading was 141 mg/dl. It was found that the customer may have been using the sensor glucose readings to treat which may be causing the blood glucose issues. The customer did not feel comfortable with the insulin pump. He indicated that he was feeling okay at the end of the call. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report #'s 2032227-2014-09745 and 2032227-2014-09746.